Event description:
It was reported that cgm displayed error message and did not function as expected. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance from technical support, and cgm error did not appear again after reset.